Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 3004485144-2015-00119.

Event description:
The sales associate reported an adjustment driver and two plates broke during a cervical revision procedure. It is reported the revision was part of the patient's treatment as they needed to go up two additional levels, there are no allegations of the implants not functioning as intended. It is reported the ring came out in the first plate and the ring shaved off in the second plate, both occurred while putting the last screw into the plate. In addition, he reports the handle came loose on the adjustment driver while tightening the screws on the second 60mm plate. A two level plate and screw inserter were used to complete the surgery. He confirmed no foreign body was retained, however the case was delayed about 45 minutes. No adverse events were reported as a result of the delay.

Manufacturer narrative:
The DHR (device history record) for lot 20471s was reviewed. There were no non-conformances or temporary deviations associated with these plates. The material, c-ring assembly, and c-ring angulation were found in tolerance upon initial receipt. There are no indications of manufacturing issues which would have contributed to this event. The returned plates were visually examined. Both of the plates have an area where material has broken away above the undercut where the ring sits. The c-ring remained assembled with one plate (plate 1) while it was missing from the second plate (plate 2). Plate 1 inspection findings: when the c-ring is angled laterally, the c-ring flange which fits within the plate's undercut sits above the plate at the broken section approximately 0.010". This allows the c-ring to move approximately 0.025" higher than is allowed when the plate is intact. The lateral angulation was inspected on one of the unaffected c-rings and found that its highest degree of angulation is 5 degrees. The highest degree of angulation was checked on the c-ring at the broken portion and was found at 10 degrees. There is also some damage noted on the c-ring itself on the bottom side opposite the broken section of the plate. It is possible that the screw ran into the c-ring, causing the damage. Plate 2 inspection: the thickness of the piece which broke away on the plate is 0.0147"; the specification is 0.014 - 0.018" so this part meets the specification. There is a raised portion of the material on the opposite side of the c-ring in the hole next to the broken hole. The raised portion measures 0.0031" and appears to have been bent upwards but not to the point of failure as with the other hole on the end. All dimensions were inspected using the smart scope. When the c-ring was toggled side to side in the broken plate which retained the c-ring, the c-ring's connection flange rises about the plate's surface, indicating the plate likely broke due to a sideways force placed on the c-ring. The c-rings are designed to pivot forwards and backwards, but not side to side. Since the break looks similar on both plates, are in the same location, and both occurred when the surgeon was installing the last screw, it is believed that a sideways force was applied to the c-rings during screw installation until device failure. The maxan surgical technique guide was reviewed. It provides instructions on the proper screw hole preparation and installation techniques. Specifically, it notes the following: "note: the maxan® system was designed to allow the screws to be placed up to 30° cephalad or caudal at those ends of the plate." It also provides the following guidance, "insert the bone screw through the locking ring in the plate, taking care not to exceed 5° of medial-lateral angulation off of vertical." The step was performed to recreate the failure. The break was recreated when the screw was inserted into the plate at a 30 degree cranial/caudal angle and a 20 degree medial/lateral angle. This angle is outside of the allowable medial/lateral angulation as defined in the surgical technique. The root cause is likely technique, application of a medial/lateral angle above that which is allowed per the surgical technique. Report two of two for the same event, reference 3004485144-2015-00119-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report two of two for the same event, reference 3004485144-2015-00119-1. Fields were updated based on the receipt of product for evaluation.